Event description:
Baxter (B)(4) received a report that one (1) infusor singleday device leaked after filling prior to patient connection. It is unknown with what the device was filled. No patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. Visual examination of the unit revealed the location of leakage at the connection of the blue winged luer cap. The cap was noted to be tightly closed on the luer. No other source of leakage was found from the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.